Event description:
It was reported that the device broke during the procedure. All pieces were retrieved.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: warping. Probable root cause: design, inadequate material selected for instrument, tip profile inadequate to support torque during use, tip profile does not fully interface with screw process, nonconforming raw material used, instrument not manufactured to print, incomplete material processing (ie heat treating) application, excessive or insufficient force used, screw inserted at an angle, incorrect size of screw for tunnel/graft, tap not used before insertion, driver not fully inserted into screw. The reported failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the device broke during the procedure. All pieces were retrieved.

Event description:
Per investigation results, no pieces broke off of the driver, it was only twisted. This event description most likely indicates ¿driver tip twists or breaks off¿. The review of historical complaint data, risk documentation, and the reported information regarding this event do not suggest a recurrence of this event would be likely to result in a serious injury. No adverse consequences were reported, it does not seem likely that adverse consequences would result if it were to recur. Therefore making this event no longer reportable.

Manufacturer narrative:
Please note that the initial report's type of reportable event was malfunction, per investigation results, no pieces broke off of the driver, it was only twisted. This event description most likely indicates ¿driver tip twists or breaks off¿. The review of historical complaint data, risk documentation, and the reported information regarding this event do not suggest a recurrence of this event would be likely to result in a serious injury. No adverse consequences were reported, it does not seem likely that adverse consequences would result if it were to recur. Therefore making this event no longer reportable. Alleged failure: during the procedure, in the act of placing the screws, there was the warping of the key, having to be replaced by another one, in order to end the procedure. The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be: 1) use of excessive force, 2) screw inserted at an angle, 3) incorrect size of screw for tunnel/graft, 4) tap not used before insertion, or 5) driver not fully inserted into screw. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.